Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the failure investigation was limited to evaluation of the user facility information and retention samples from the reported part/lot # combination as well as the surrounding lots. There were no visual anomalies noted during a visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination confirmed there were no production related problems. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported issue cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: account complained of leaky valves; blood loss was less than 250ml.; the procedure was completed; the patient's condition was reported as good; and the user facility reported similar events for other devices with the same product/lot no. Combination see MDR 1118880-2016-00024, 1118880-2016-00025, 1118880-2016-00027, 1118880-2016-00028, 1118880-2016-00029 and 1118880-2016-00030.